Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus calibration was disturbed, and the programmer showed an overheating message. It was recommended that the programmer be returned for service, but its current status is unknown. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus calibration was disturbed. It was indicated that the xy printed circuit board (pcb) was out of specification. It was not confirmed that the programmer showed an overheating message. It was also indicated that multiple external components were damaged. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for service.